Event description:
It was reported by the patient's daughter that the unit stopped working. There was a blue light indicating columns and yellow flashing #1, #4, indicating blocked flow. Patient uses vpap. Patient was in the hospital because oxygen levels were not sustainable with the portable concentrator.

Manufacturer narrative:
Three attempts were made to contact the patient, but no response was received.